Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip pump generated repeated air detector alarms. There were no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could interrupt therapy and potentially affect the patient.